Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a lens integrated system wifi version set up or inspection it was found that the light source did not work. The issue was solved with a backup device with a delay less than or equal to 30mins. There was no patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the light cable is not detected resulting in the light not turning on. Further evaluation observed the light engine ribbon cable was not centered in the j2 socket. The rtv was loose and not holding the cable connector in the socket. The cable was centered during troubleshooting and the lamp worked. The fan cable was found to be unplugged at jfan1. The complaint was confirmed and the root cause was associated with manufacturing. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the service process found instructions for checking the light engine operation. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences